Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The subject device was not returned to olympus for evaluation. However, the first scope (refer to the medwatch with patient identifier (B)(6)) was returned for evaluation. As a result of component analysis of the white stain at the insertion part, calcium stearate was detected. Based on the results of the legal manufacturer¿s investigation, although the origin of the calcium stearate could not be identified, according to literature and other sources, the following factors are considered: substances contained as additives to pharmaceuticals, resins, foods, etc., using lubrication, that adhered to the device. 'Soap scum¿ generated in hard water, which are substances produced by the reaction of detergent components and water, that adhered to the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a white deposit on the insertion part of the subject device. The adhesion was also seen on other scopes owned by the facility. The deposits were confirmed after reprocessing. The facility has two olympus oer 5 automated endoscope reprocessors (aer), and the issue was observed regardless of which aer was used for reprocessing. It was also reported that the subject device was used on a patient, after removing as much of the deposit as possible, but the deposit could not always be removed completely, and remained like a stain. Regarding the customer's reprocessing, high-level disinfection was performed. The device was cleaned and disinfected using endo fresh, ethanol was used for disinfection, and the device was reprocessed with an oer-5. No issues were identified in the facility's reprocessing procedures. The customer requested an analysis of the deposits and the cause of the occurrence. There have been no reports of any patient impact or adverse events due to the issue. There are six scopes related to this event. This report is being submitted for the issue with the sixth scope. The issue with the 1st scope was reported on the medwatch with patient identifier (B)(6). The issue with the 2nd scope was reported on the medwatch with patient identifier (B)(6). The issue with the 3rd scope was reported on the medwatch with patient identifier (B)(6). The issue with the 4th scope was reported on the medwatch with patient identifier (B)(6). The issue with the 5th scope was reported on the medwatch with patient identifier (B)(6).